Event description:
Medtronic received information that battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 4.11e. The pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button. Pump received wit keypad overlay texture damage. Pump received with serial number label damaged/faded. Pump not received with original battery cap. Battery cap cracked/damaged unknown.